Event description:
It was reported that the customer was hospitalized due to ketoacidosis. It was stated that the device did not alarm low reservoir, and the customer did not notice the insulin was not delivering. The mother stated that the insulin pump display low reservoir at 20.0 units, and then once more at 10.0 units left, but it did not alarm. The caller requested having the device replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.